Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a power on reset (por) code before and someone gave him the code to clear it. The patient was trying to charge the ins at the time the por code was seen. It was unknown if the por was related to an overdischarge event. The patient had not used the therapy and had not charged for a couple of months as of (B)(6) 2016. The por was a warning por and could not be cleared. It was noted to be a triangle with an "!". The patient was redirected to a healthcare professional to have the device interrogated. It was noted that the patient was not chasing all over to get the stimulation taken care of. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.